Event description:
It was reported that a couple of months ago the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. During the procedure fluid leak was identified. The patient was said to be in recovery following the procedure.